Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was cracked at the drip chamber. This was noted before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, the tubing was observed to have been inserted improperly into the drip chamber. A functional test was performed and revealed leakage at the tubing joint to the drip chamber.the reported condition was verified. The cause of the condition was determined to be misalignment of the tubing end of the drip chamber inlet port during assembly and accumulation of residual solvent on the centering gripper jaws. Could a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.